Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that heater cooler 3t system showed error e22, during procedure. There was no report of patient injury.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched on site to investigate and could confirm the reported condition. As troubleshooting, the patient pump was replaced. The unit was subsequently tested and found to be aligned within manufacturer specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.